Event description:
The facility reports the caregiver was transferring the pt from the wheelchair to the bed. When raising the lift, the hanger bar detached and only the lift raised up.

Manufacturer narrative:
An arjo investigator examined the device and found the t-bar detached easily, the handle bars were loose, both side covers for the chassis were missing, the handset was missing, there were scratches on the base, legs, hanger bar, lifting arm, scale covers, and the lift was dirty. The lift did not pass the function test, as the hanger bar detached too easily. When the caregiver lowered the lift to transfer the resident, the hanger bar rested on the wheelchair while still lowering and became detached. The event was able to be recreated; the hanger bar would become separated from the t-bar with little effort. The manufacturer has determined the event to be reportable. A CAPA has been initiated to analyse the root cause to the event. Any corrective actions will be determined based on the CAPA findings.